Event description:
While pt was in ultrasound dept, the ivac pump began beeping "fix me". Pump turned off and turned back on. (Dobutrex was infusing at 13.9 cc/hr). When pump turned back on it infused dobutrex at 150 cc/hr. This was infused approx 1 1/2 hrs. Pt experienced a rapid heart rate and arrhythmias. Medication discontinued and symptoms resolved.